Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 150-250mg/dl. Verified the strips expire 05/15/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed blood test hi. Reviewed meter memory: (B)(6). Customer ran a blood test twice both blood readings read " hi" even switched to another vial and the test still read "hi." He takes novolog and lantis. Customer was advised to seek medical attention or go and have another blood test done at the hospital which he stated was too far. It was suggested to stop off at the fire station and have a blood test done, I had suggested he call his dr but he said he is not in till monday. Customer will go by the fire station. No adverse event reported.